Manufacturer narrative:
Correction to h3(device evaluated by mfg). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill could be confirmed based on the catalog number and lot number marked. The drill broke in two parts at the tip, both parts have been returned. The surface of the breakage gives indication of a ductile fracture, based on the visible plastic deformation and the reduction in cross-sectional area before fracture ("necking"). The fracture occurred most probably as a result of continuous excessive bending load. Dimensional and material integrity inspection showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The breakage was most probably a result of excessive continuous bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that "orif for pelvic fracture. The drill bit fractured. The broken fragment was removed; there was no harm to the patient's health and no delay to the operation."

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that "orif for pelvic fracture. The drill bit fractured. The broken fragment was removed; there was no harm to the patient's health and no delay to the operation."